Event description:
During operation of the moses laser utilizing a moses 200 laser fiber, a strange sound was noted coming from the laser. The surgeon stopped using the laser fiber. The fiber was replaced with a 365 fiber and the case continued. No harm was seen done to patient during operation. Laser functioned properly without problems after the fiber was exchanged. Supervisor was notified.